Event description:
(B)(4). The provider states the unit has 13 hours on it. He states the unit is alarming with a flashing red light. No additional information available and was not with a consumer when the issue was discovered. (B)(4).